Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Additional manufacturer narrative calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis and no additional details was provided regarding the event. Without return of the device, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Edwards will continue to review and monitor all events and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 25mm bioprosthetic aortic heart valve was explanted after eleven (11) years due to calcified leaflets. A 23mm pericardial bioprosthesis was used in replacement and no additional details were provided.

Event description:
Additional information was received: a 25mm aortic valve was explanted after an implant duration of approximately 11 years due to leaflet calcification, degeneration, and aortic stenosis. The prosthetic aortic valve had two leaflets that were heavily calcified and one leaflet was completely immobile. The device was replaced with a new 23 mm aortic valve. The patient also underwent coronary artery bypass graft x 1, saphenous vein graft to rca and maze during the procedure. Post procedure, transesophageal echocardiogram showed the valve prosthesis was seated and functioning well with no paravalvular leak. There were no complications. Patient tolerated the procedure well and was transferred to recovery unit in stable but critical condition. Patient was discharged on post operative day seven.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets at the inflow and outflow aspects. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. X-ray demonstrated heavy calcification on all three (3) leaflets and wireform distortion around leaflet 3. All three (3) leaflets exhibited cuts in which the leaflet fragments were not returned; all cuts had smooth and even edges. Serrated markings were observed on leaflets 1 and 3 near their commissure. Leaflet 2 and 3 exhibited tears along their commissures. Calcification was evident near the tears. The wireform was exposed at the outflow aspect near two (2) leaflets. Valve received appeared to be the same valve as in the images provided by the customer, however it was not received in the same condition, as the leaflet(s) had been cut. (B)(4). Additional manufacturer narrative the clinical report of calcification and stenosis was confirmed as calcification restricted leaflet mobility and led to stenosis.